Event description:
A pt in the critical care area was on an ivpb solution of pipercillin 3.75gm/50 cc set to infuse at 12.5cc over 4 hrs. Reportedly, a back check valve failure occurred. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the affected product be received for eval.